Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then after the second clip delivery system (cds) was advanced to the left ventricle, the clip would not close upon turning the arm positioner. The arm positioner was manipulated, and then the clip jumped closed. A decision was made not use the clip. The cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to close the clip and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty closing the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.